Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient came for a hemodialysis treatment, blood leak was found at the arterial end of the patient's central venous catheter. The leaky end of the device was immediately cut off and reconnected; however, it was found that the stump was short and was difficult to clamp and was stated to resolve the issue which increased the risk of bleeding. At present, the dialysis condition of the patient was observed and no bleeding was found. There was no medical intervention required. There was no reported patient injury.